Event description:
It was reported that the sheath was leaking blood and fluid. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive sheath was used. Groin access was obtained and the sheath and the versacross connect dilator was advanced to the superior vena cava (svc) in preparation to perform the transseptal puncture (tsp). Before performing the tsp it was noticed that blood and fluid were leaking from the center port of the middle shaft while the versacross connect dilator was inserted. The sheath and the dilator were replaced and the procedure was completed. No patient complications occurred, and the patient recovered fully.